Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery had depleted from 42 percent to 14 percent in six weeks. Data analysis was performed, and it was confirmed that the device was exhibiting premature battery depletion. Boston scientific technical services recommended device replacement due to this anomaly. In addition, the smart pass feature was deactivated, and the reason of the deactivation is due to low signal amplitude in combination of long intervals. Boston scientific technical services recommended an in-office evaluation for further evaluation and to attempt to re-enable the smart pass feature. Additionally, this device was explanted and replaced. No additional adverse patient effects were reported. This device was return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery had depleted from 42 percent to 14 percent in six weeks. Data analysis was performed, and it was confirmed that the device was exhibiting premature battery depletion. Boston scientific technical services recommended device replacement due to this anomaly. In addition, the smart pass feature was deactivated, and the reason of the deactivation is due to low signal amplitude in combination of long intervals. Boston scientific technical services recommended an in-office evaluation for further evaluation and to attempt to re-enable the smart pass feature. Additionally, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery had depleted from 42 percent to 14 percent in six weeks. Data analysis was performed, and it was confirmed that the device was exhibiting premature battery depletion. Boston scientific technical services recommended device replacement due to this anomaly. In addition, the smart pass feature was deactivated, and the reason of the deactivation is due to low signal amplitude in combination of long intervals. Boston scientific technical services recommended an in-office evaluation for further evaluation and to attempt to re-enable the smart pass feature. No adverse patient effects were reported. This device remain in-service. The local area sales representative was contacted for additional information. At this time, no further information is available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery had depleted from 42 percent to 14 percent in six weeks. Data analysis was performed, and it was confirmed that the device was exhibiting premature battery depletion. Boston scientific technical services recommended device replacement due to this anomaly. In addition, the smart pass feature was deactivated and the reason of the deactivation is due to low signal amplitude in combination of long intervals. Boston scientific technical services recommended an in-office evaluation for further evaluation and to attempt to re-enable the smart pass feature. No adverse patient effects were reported. This device remain in-service.